Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer's blood glucose. The pump reset information was provided and the customer was guided through the pump reset process, after which the error code did not appear again, and the caller successfully started their sensor session.